Event description:
It has been reported to philips that the unit would not turn on and a start up error was displayed. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the unit would not turn on and a startup error was displayed. Upon further inspection, the fse found that the host pc didn¿t give an image due to failure of host pc. The fse replaced the hard disk of the host pc. After replacement of hard disk of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.